Manufacturer narrative:
Upon inspection, the hrc technician determined that the bolt had snapped off from the slingbar. Bolt and sling bar were replaced with new parts, and the lift is functioning as designed. The viking xl mobile lift is intended mainly for use in health care, intensive care and rehabilitation. It is intended for heavier patients and aids in the transfer of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet, and floor. The device IFU notes to perform the following prior to performing a lift: ensure that the lifting accessory is properly attached to the lift, the accessory is not damaged, and the latches are intact; missing or damaged latches must always be replaced. Although there was no serious injury reported, if the reported malfunction were to recur during a patient transfer, it could lead to serious injury or death. Therefore, hillrom is reporting this event.

Event description:
The customer alleged the slingbar separated from the mast when in operation with the patient. The customer alleged the patient fell on the bed as a result of this alleged malfunction. There was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).